Event description:
The biomedical engineer (bme) reported that the speaker on the central nurse's station (cns) was emitting a crackling noise when alarms sounded. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the speaker on the central nurse's station (cns) was emitting a crackling noise when alarms sounded. He attempted the alarm check procedure, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.